Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about system alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 24-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that their glucose was elevated, with a fingerstick value of 597 mg/dl, and they experienced nausea and a headache. The user bolused via the twiist pump and later administered a manual insulin injection; however, no change in their glucose was observed. The user denied physical damage to their supplies, stating that there were no leaks and the infusion site cannula was straight upon removal. The user changed their infusion set and twiist cassette, but reported that their glucose remained elevated at 478 mg/dl. The user was unable to test for ketones and denied needing emergency medical services. The user later reported that they administered second manual injection of insulin, stating that they felt better but their glucose level remained unchanged. The user was assisted with removing the twiist pump to complete a cannula fill and confirmed that insulin was moving through the system. The user was encouraged to contact their health care provider for further management. The user remains ongoing on the twiist pump.